Manufacturer narrative:
Visual analysis: 11/19/2015 - received four 011-mc33209, 10cm smallbore trifuse ext. Set, reported lot # 3043817. No other devices were returned. Three of the red ringed microclaves with check valves and one of yellow ringed microclave with check valves are confirmed to be disconnected at the bonding site of the tubing and the female luer which is connected to the check valve. There was little to no solvent observed on the tubing, functional testing :four used 011-mc33209 trifuse sets were returned for investigation. Each of the set had at least one of the bonded female luer adapters separated from the tubing. Microscopic examination showed that there was very little if any solvent present on the tubing bonded into the female luer adapter bond pocket. Summary: the complaint of bond separation was visually confirmed on each of the returned 011-mc33209 trifuse sets. The only bond to separate was between the female luer and tube. Pull testing of the female luer to tube bonds that were intact when returned showed that a good bond can be made and that those that separated were due to insufficient bonds. Action: retrain personnel in correct bonding depth and techniques.

Event description:
Intl ((B)(6)) complaint regarding four 011-mc33209, 10cm smallbore trifuse ext. Set, lot # 3043817 (mfg'd may 2015). Report states " bad sealing, was used in intensive care."